Event description:
It has been reported that at the end of surgery the spike at the back of the baseplate sheared off, and a 1cm piece of metal remained in patient's leg. The physician chose to leave it in the patient.

Manufacturer narrative:
(B)(4).